Event description:
Per the reporter, the autopulse platform (sn (B)(4) was dropped. During the platform testing with a manikin, the platform displayed the user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and the archive data review. The root cause for (ua) 07 was due to defective load cell modules. The cracked covers and defective load cells were attributed to user mishandling, as indicated by the customer that the platform was dropped. During the visual inspection of the returned platform, a cracked top cover, front, and bottom enclosures, were observed. Thus confirming the customer's statement of platform was dropped, attributed to user mishandling. The damaged parts were replaced to address the observed physical damages. The autopulse platform failed the initial functional testing due to the (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization test results confirmed that both load cell modules exceed normal parameters and were replaced to remedy the (ua) 07 error. A review of the archive data showed multiple (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. After the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. A load cell characterization check was performed and confirmed that both load cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with sn (B)(4). Ccr 48449 reported on (B)(6) 2020, the load cells were replaced to remedy the complaint of the user advisory (ua) 07 error message.